Manufacturer narrative:
Results: ion selective electrode (ise) flowcell.

Event description:
The customer reported obtaining erroneously high ion selective electrode (ise) results for 9 patients involving a beckman coulter au680 clinical chemistry analyzer. The customer stated that the samples were repeated and lower na results were obtained, considered correct and reported out of the laboratory. No erroneous results were reported out of the laboratory and there was no affect or change to patient treatment in connection with this event. The customer initially mentioned that high ise results were obtained but provided only evidence of high na results. Beckman coulter field service engineer (fse) replaced the ise buffer syringe and cleaned the ise flowcell. Repairs were verified per established procedures and results met published specifications.